Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's cannula was bent and patient had high blood glucose level, felt sick/unwell,vomited. The patient tried to treat it with intravenous pump and manual injection. Therefore, the patient was admitted to hospital on (B)(6) 2024 around 10:30 am or 11:00 am with blood glucose level over 600 mg/dl. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment. The patient stayed in hospital for two days. Currently, the blood glucose level of the patient was 94 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient's city: (B)(6).